Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead was revised and later explanted and replaced. No patient complications have been reported as a result of this event.